Event description:
It was reported that the customer had multiple no delivery alarms. Customer uses the mio infusion set. Customer's blood glucose level was 298 mg/dl. Customer treated with the pump. Customer's father reported that the alarm was resolved by a complete set change. Customer's father would like to return the set and reservoir for analysis. Customer's father was frustrated with the pump because today when the customer checked her blood glucose level, it was over 600 mg/dl. Customer treated with 5u of injection. Customer's father stated that when the pump was being rewound, he heard a funny noise. Customer's father went through troubleshooting and the pump seemed to be working as designed. Pump passed the high pressure test. Customer was offered replacements for the sets and reservoirs. No further assistance required.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.